Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In following up for another pi. The following was reported by the territory sales manager: "this week the surgeon has revised a bayley/walker proximal humerus for the 3rd time due to the ha coated rail on a humeral component. Its alleged the reason for revision is that the rail rubs through soft tissue and eventually comes through the skin obviously causing a huge infection risk." The surgeon reported "three patients, two customs one modular, all suffered wear of deltoid due to the 'rails'." This report is for custom proximal humerus patient 1 of 2.